Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: a, b, c, d, e, g PMA 510k cannot be determined; device is unknown. UDI #, serial #, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, bone fracture, patellar loosening, tibial loosening, and femoral loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 8 years post op the initial right tka, this male patient was revised due to accelerated and preventable wear of the defective polyethylene insert component within the optetrak device.